Event description:
I was always told by the dr. That an abdominal hysterectomy would be life threatening to me. That is why I would never do it (because of scar tissue). On (B)(6) 2013 dr. (B)(6) did the da vinci robotic hysterectomy. He was a hour late, he looked very tired, he said he was taking care of his twin babies all night, his wife was sick. I was wheeled in to see this big robotic thing over me and then was put to sleep. Dr. (B)(6 )said in or report that he went in with robot, pulled out, went in again, pulled out and unable to see anything because of severe dense adhesions, so he decided to open my abdomen and did hysterectomy with knowing I would never consent to that, as operating he has to call for consult with other surgeon dr. (B)(6), which then starts to assist dr. (B)(6) with surgery I was already cut open. Pre-operative diagnosis multiple intraperitoneal adhesions and bowel injuries that is what dr. (B)(6) is stating when he arrives and looks at me in operating room. Dr. (B)(6) is a big shot dr. When it comes to surgery with da vinci robotic surgery. He has signs with the robot and runs it in several hospitals where I live. He never told me he injured me. He did not have my consent to perform abdominal hysterectomy. He told me that the robot surgery was great for adhesions, not to worry my lower lumbar spine was injured being on the table for five hours. Had to have surgery last year. I had no cancer just was having painful intercourse for a long time. That's why hysterectomy was done. I also had vaginal ultrasound pap smear few weeks before my first visit with dr. (B)(6). Point is he injured me with that robotic and try to cover it up because he is the big da vinci dr. Here where live in (B)(6). Please look info dr. (B)(6). Sorry date surgery was (B)(6) 2013. I have all medical records if you need them.